Event description:
It was reported that during a pulsed field ablation procedure, the lever was extended to retract the catheter into the sheath, however the lever would stop moving completely midway. Several attempts were made to move the lever beyond midway, however it got stuck and stopped moving. A click sound was heard during the process, but the same event occurred repeatedly. Despite this, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012656376 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion, an intermittent clicking sound confirmed. During inspection of the shaft segment, entangled electrode wires were observed. During inspection of the handle segment, a breach was observed on the guidewire lumen at the hypotube joint. Damage on the steering cam was also observed. In conclusion, the loop catheter failed the returned product inspection due to the tangled electrode wires and guide wire lumen breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.